Event description:
Since I have had the essure permanent birth control coils placed in 2010, I have felt sick. I have nausea and chronic fatigue. In the months following the placement, I started having debilitating migraine headaches which I am still suffering from today, six years later. I have developed severe muscle and nerve pain on the back of my thighs and buttocks region which makes it difficult to sit. I have severe muscle aches and tension in my shoulders and neck since the procedure. I have low back pain, pelvic pain and ongoing abdominal bloating and cramping. I have had numbness in my fingers and toes at times. All of the chronic pain and fatigue has caused bouts of anxiety and depression.